Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that "the hcp moved it in their thoracic area twice and they are getting better relief." It was not known if the caller was referring to the ins or lead. It was reported that the patient had a lot of pain due to arthritis and they were trying to use the ins to cover it. The patient reported they were still in pain and had to turn the ins up, which they mentioned helps with urinary frequency. The patient stated their pain had gotten worse. The patient was redirected to their hcp. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.